Event description:
It was reported the patient obtained erratic blood glucose readings. On an unspecified date, during the night, the patient obtained a blood glucose reading of 44 mg/dl. At that time the patient experienced symptoms, but she was unable to provide specific symptoms. The patient was able to administer self-treatment and her blood glucose level increased. The patient also reported she obtained blood glucose readings that were higher than expected. On (B)(6) 2012 at 2:00 am the patient obtained the blood glucose reading of 189 mg/dl. The patient programmed a bolus dose of insulin, which was successfully delivered as evidenced in the pump history. The patient noted her physician "needs to" make changes to her basal rates. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient experienced blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.